Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site. The customer service engineer (cse) observed, and corrected contaminated oil and cuvettes, reaction try wash unit (wud) overflowing due to low vacuum, and lamp errors. The cs performed a cell blank and quality control check that passed. The cause for the discordant results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant results were obtained on an advia chemistry xpt instrument (xpt#3) for two patients. For the first patient, the calcium result was falsely low, and for the second patient the carbon dioxide result was falsely elevated. The customer repeated both patient samples on an alternate advia chemistry xpt system (xpt#2). The calcium result for the first patient was higher, and for the second patient the carbon dioxide result was lower. The customer reported the repeat calcium, and carbon dioxide results for both patients to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant advia chemistry xpt calcium and carbon dioxide results.